Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 11:30pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received are result of 455mg/dl, a normal result for that time of day is usually around 135mg/dl. The end-user stated that she did not test again but that her daughter then took her to the hospital, after she complained of a headache and feet pain(?). She did not have any food drink or medications prior to going to the hospital. She stated that when she arrived at (B)(6) medical center - emergency room located at (B)(6) her blood glucose was 131mg/dl. No treatment was received she stated that she was at the hospital for 4 hours. The end-user stated that she was told to follow up with her doctor, her blood glucose was not checked before she was discharged.